Event description:
Allegedly, the patient was diagnosed with grade 2 endometrioid adenocarcinoma after undergoing a robotic-assisted laparoscopic hysterectomy in which a karl storz morcellator was used.

Manufacturer narrative:
There was no indication of any malfunction of the device.